Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction to the overlay patch occurred. The sensor was inserted into the arm. The reaction was described as a rash, itching and redness under the entire patch area. It was reported that the rash went away when the overlay patch was removed. She took prescription antihistamines (name of medication not available). No additional patient or event information is available.